Event description:
Knee swelling, knee pain knee hot, walking with crutches. Information was received on 09-nov-2006 via genzyme representative regarding a male patient (age unspecified), with unknown medical history, who experienced knee swelling, knee pain, knee hot and walking with crutches. The patient began treatment with synvisc on an unknown date in 2006. The patient received two synvisc injections into an unspecified knee on unspecified dates in 2006 (approximately one injection per month). The patient reported that after each injection he experienced a very "important" swelling and hot knee. The patient reported that he had to put ice on the popliteal cavity, knee sides and "everywhere" and that he had to walk with crutches. The patient reported that he was hospitalized after the second injection of synvisc. He reported that the hospitalization had nothing to do with synvisc (no details were provided. At this time of this report, the patient's outcome was unknown. Manufacturer's comment: synvisc is administered by intra -articular injection once a week (one week apart) for a total of three injections.